Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported on behalf of health professional a lap-band port explant and replacement. The "tubing was leaking near the port." The pt reported "loss satiety." The physician performed a "fill and then (pt) lost satiety" as second time. A "band adjustment with contrast under fluoro (fluoroscopy)" was conducted that "showed (the) leak" and that the "tubing was cracked" due to it "rubbing on the fascia."